Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead exhibited high thresholds, there was a suspicious of perforation however it was confirmed that there was not perforation. This lead was successfully replaced. No additional adverse patent effects were reported. Dm